Manufacturer narrative:
Investigation summary: it has been received 1 unused sample of 30ll l without blister and 2 pictures for investigation. Upon visual inspection of the sample received, it can be observed brown stains on syringe thread. DHR of lot 1711232 has been reviewed not finding any annotation or deviation regarding the alleged defect. The brown stains are degraded polypropylene particles that come from molding process after a long stop of the injection machine. Before the machine is re-started up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning programs according to procedure pm-006. Final products in this manufacturing line, for this reference and lot size are (22 pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. -printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection -printing: once in pallet #1, once in pallet#7, once in pallet#14 and once in pallet #22. -assembly: once in pallet #1, once in pallet#7, once in pallet#14 and once in pallet #22. -primary packaging: once in pallet #1, once in pallet#7, once in pallet#14 and once in pallet #22. This is a cosmetic defect and the product functionality is not affected. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with molding process.

Event description:
It was reported that brown foreign matter was found on the outer plastic of the bd plastipak¿ luer-lok¿ syringe's luer lock thread.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found on the outer plastic of the bd plastipak¿ luer-lok¿ syringe's luer lock thread.